Manufacturer narrative:
(B)(4). B5: describe event or problem- correction. H2- b5 correction.

Event description:
It was reported that transmitter failed error occurred. The sensor was inserted into the arm, which is off label usage of the device, on 9/13/2020. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.the sensor was inserted into the arm on (B)(6) 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The sensor was inserted into the arm, which is off label usage of the device, on september 13, 2020. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.